Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this left ventricular (lv) lead, difficulty was encountered advancing a guidewire through the lead, however was resolved with use of a different guidewire. After the lead was successfully placed in the desired location, threshold measurements and pacing impedance measurements were noted to be stable and within normal limits with the lead connected to a pacing system analyzer (psa), however, upon connection of the lead to the header of this cardiac resynchronization therapy defibrillator (crt-d), high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lv terminal pin was verified to be appropriately inserted into the device header. The programmed configuration was changed to lv tip 1 to rv and pacing impedance measurements were noted to be within normal limits at 1,100 ohms and threshold measurements were also noted to be stable. Subsequently, during a pre-discharge check, high threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms were again observed. Additionally, it was noted that the patient experienced diaphragmatic nerve stimulation. Programmed outputs were increased and the programmed configuration was changed to lv tip 1 to can and stable threshold measurements and capture were noted and pacing impedance measurements were noted to be 966 ohms. The patient was discharged from the hospital. This product remains implanted and in service. No adverse patient effects were reported.